Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of the emerge balloon catheter in two pieces. The balloon and tip were microscopically examined. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. There were numerous kinks throughout the hypotube and there was a complete hypotube separation 44.5 cm from the strain relief. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. The outer and inner shafts were buckled in three locations, 2.5 mm - 2.7 mm, 7.6 mm - 7.8 mm, and 17.2 mm - 18 mm distal of the exit notch. The inner shaft was buckled under the entire length of the balloon and the entire balloon was bunched up. Microscopic examination of the balloon revealed no other damage. An inflation device filled with water was connected to the remaining distal end of the device by attaching a toughy and a stopcock to the fractured hypotube. The device was inflated to the rated burst pressure for 5 minutes. The catheter/balloon maintained constant pressure and there was no indication of any leaks or other irregularities. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel in the left leg. A 1.50 mm x 15 mm emerge¿ balloon catheter was advanced to dilate the lesion. However, during inflation, the balloon ruptured. The device was completely removed from the patient's body. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel in the left leg. A 1.50mm x 15mm emerge¿ balloon catheter was advanced to dilate the lesion. However, during inflation, the balloon ruptured. The device was completely removed from the patient's body. No patient complications were reported.